Manufacturer narrative:
E1: initial reporter city:(B)(6). E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.